Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.7-8.5cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 44.0-44.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.